Event description:
Medicine was leaking out of the syringe [syringe issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of syringe issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 24-apr-2024, amneal pharmaceuticals received information from a pharmacist via a telephonic call concerning above-mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient was being treated with medroxyprogesterone acetate 150mg/ml (ndc: (B)(4), lot number: 230189, and expiration date: nov-2025) (dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent conditions, medical history, past medication, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that on (B)(6) 2024, the patient purchased the sealed medication from the pharmacy. When she was about to administer the medication, she noticed that medicine was leaking out of the syringe and mentioned that the medication was leaking from the top bit that connects to the needle. However, the dose was administered to the patient. Last action taken with medroxyprogesterone acetate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with medroxyprogesterone acetate. This case was considered as non-serious. The reportability of this case was periodic. This significant follow up (#1) information received on 05-jul-2024. New information received includes qa investigation report, attached with this case. Based on the investigation, it has been determined that the reported defect with medroxyprogesterone syringes is unlikely to have originated during the manufacturing process at farmalan. All primary packaging materials were reviewed, tested, and found to be within specifications. The packaging process controls were performed with conforming results, and tests performed with assembled syringe along with needle measuring break loose force and gliding force were compliant. No related incidents were detected during batch record review, and retention samples were found to be compliant. Control systems verification is routinely performed throughout the packaging process. Considering all this, the root cause is likely related to the administration process, possibly due to administering the medication too quickly, leading to increased pressure inside the syringe and causing leakage at the needle attachment point. Additionally, due to a concerning trend of complaints regarding medroxyprogesterone for injection 150mg/ml pfs, a field alert report has been filed with the FDA. A quality risk assessment was performed to evaluate associated risks related to patient safety, product efficacy, and market compliance. An addendum to this investigation report was conducted to incorporate the quality risk management (qrm) outcome. Based on the risk assessment, it was observed that the incident rates of complaints are very low. These complaints are assessed as low risk overall, considering that all defective units were identified prior to use and replaced with new units, thus having no impact on patient safety or product efficacy. Last action taken with medroxyprogesterone acetate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with medroxyprogesterone acetate. This case was considered as non-serious. The reportability of this case was periodic. On 15-jul-2024, this case was upgraded to serious, expedited for malfunction report submission. Amneal initiated an internal investigation (noi ref # (B)(4)) for this late expedited case.